Manufacturer narrative:
This report is submitted on september 15, 2023.

Event description:
Per the surgeon, there was ossification of the cochlea resulting in the device not being sufficiently implanted. Xrays were taken post-surgery so the device was explanted on (B)(6) 2023.